Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient had experienced a loss or change of therapy. Leakage was noted. Therapy was on. Regarding were there trauma/falls reported that could be related to this issue, it was noted: fall. Caller reported patient has had several falls. Patient will track responses and increase as needed. Patient to call back if wants to review how to switch programs. Patient was directed to notify hcp (healthcare provider) of falls. Event date: 2016. Patient told caller it had been several months however it was this year. Indication for use noted as: urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
Corrected information: sex, date of birth.